Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to noisy signals oversensing and undersensing. Technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported.